Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that on (B)(6) 2022, his infusion set's tubing was detached from connector. The issue occurred with one infusion set and the same was used for 1 day. Moreover, the blood glucose level of the patient at the time of event was 180 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.